Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone and suggested to replace the bd to gui cable and the breath delivery unit cpu pcb. Covidien was not authorized to service the device.